Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombocytopenia/ pain : the cause of the injury was not determined due to insufficient clinical details. Tachycardia : the cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient on impella cp support was presented with thrombocytopenia which required heparin to be withheld. Additionally, the patient experienced severe chest pain and was taken to the emergent catheterization lab for two stents. Amiodarone and lidocaine were infused due to ventricular tachycardia runs. The patient was eventually successfully weaned from support and survived.